Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex may have caused or contributed to the reported event. The attorney alleges the patient underwent treatment for a recurrence hernia, during which the ventralex was noted to have slipped slightly and was explanted. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent incisional hernia repair surgery. A bard/davol ventralex mesh was implanted in patient during this repair. On (B)(6) 2016: the patient underwent surgery to repair the failed ventralex mesh. Upon inspection, the doctor noted that patient had ¿a hernia defect and slight slippage of the previously placed mesh.¿ the ventralex mesh implanted in patient failed to reasonably perform as intended. The ventralex mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventralex mesh was initially implanted to treat. The patient caused to suffer severe personal injuries, pain and suffering other damages. As reported, patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventralex mesh.